Event description:
Boston scientific received information that during pocket review post-implant, this lead had dislodged. The lead was explanted and a new passive fixation lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the performance of the lead under complaint was scrutinized. The analysis demonstrated severe deformations of the inner coil close to the is-1 connector pin. Theses damages were caused by overrotation of the inner coil while retracting the fixation mechanism. The deformation of the fixation helix occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.